Event description:
The customer reported the system shut down during a procedure. This resulted in loss of imaging functionality. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator driver pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.